Event description:
Customer received result of 97 mg/dl on the aviva nano system and result of 57 mg/dl on a professional aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).